Event description:
Consumer reports that after cataract surgery and intraocular lens (iol) implant, eye appears to be like a mirror when other people look at it.

Event description:
Surgeon did not feel the iol malfunctioned. Surgeon felt the incident would not cause a serious injury if were to recur.